Manufacturer narrative:
Date of event: estimated based on the aware date of 22aug2021 as the date of event is unknown.

Event description:
It was reported via social media that death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately one week post implant, the patient died of a massive bleed. No additional information is known at this time.